Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported a crack was present at the base of the insulin pump. The customer's blood glucose was 130 mg/dl. The customer reported dropping the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Detached end cap noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.